Manufacturer narrative:
(B)(4). The symptom info initially provided indicates that the customer reported the device has displayed error code f0003. Error code f0003 is accompanied by the message / instruction to cycle power which could impact the delivery of therapy. There was no report of pt involvement or adverse pt impact. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation. See scanned page.

Event description:
The symptom info initially provided indicates that the customer reported the device has displayed error code f0003. There was no report of pt involvement or adverse pt impact.